Event description:
It was reported that the patient had made one suicidal gesture recently. Per the reporter, the gesture was purely manipulative with obviously no intent and there was no danger to the patient. The patient has a history of depression and a moderate level of suicidal tendencies and thoughts. Attempts for further information have been unsuccessful to date.